Event description:
A customer reported that in 2006, a pt's results were negative for weak d testing. The following year, the pt was retested with the same lot of anti-d bioclone reagent (db259a1) and results were 3+ at immediate spin. Another sample was tested three months later, and 1+ reaction was observed. No death or serious injury was associated with this incident.